Event description:
It was reported to boston scientific corporation in 2005, that arx dilatation balloon was used during a procedure performed in 2005, (patient gender, age and weight are unknown). According to the complainant, "the balloon was ruptured during preparation. There was a small hole. The incident was occurred after opening the package". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Visual examination of the returned devices revealed that balloon lumen was blocked with a white crystalline substance . As a result of this it was impossible to verify if the balloon was punctured or not. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.